Manufacturer narrative:
The data logs are not relevant to this complaint. However no issues were observed while going through the imc logs. Device analysis: the console (B)(6) was returned to fs for further investigation. During visual inspection, it was observed that the wire covering or outer sheath was improperly cut, as per the vendor wiring instructions. Also, the light clamping marks were visible on the outer sheath, which likely contributed to the wire becoming loose. Lastly, heavy clamp marks were seen on internal wire root cause: the reported issue of the internal wires were seen and outer sheath becoming loose was determined to be caused by defective ac power cord set.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
It was reported that after device removal and powering off console, it was noticed that insulation around plug is starting to show wires within. There was no patient harm.